Event description:
(B)(4). From (B)(6) 2015 through (B)(6) 2015, I also experienced intense anxiety as a result of complications from essure. I couldn't sleep - insomnia was out of control - I couldn't relax. My moods were all over the place from depression to elation to fits of rage to debilitating anxiety. I couldn't stabilize and I could barely function in my daily life. These psychological side effects combined with the intensifying joint pain over the same period of time rendered me unable to work, unable to function as a mother, unable to be myself. Further, from (B)(6) 2015 through (B)(6) 2015, I also experienced plummeting libido from a very high libido to absolutely zero libido, and I experienced extreme difficulty achieving orgasm, for the first time in my adult life. In addition, sex became unbearably painful.

Event description:
(B)(4). Since submitting this report on 8/5/2015, I have developed new symptoms, including testing positive for immunoglobulins related to rheumatoid arthritis. My elbow and knee joints have swollen and are excruciatingly painful, rendering me unable to walk or perform basic tasks at least a few days per week. I am now taking moducare and omegagenics spm active in an attempt to quiet my body's immune response, and 3000mg/daily of turmeric/curcumin to help control inflammation. Even with these additions in my daily supplement regimen, the painful swollen joints remain, and my body continues to develop ra. No one in my family has any history of ra whatsoever.

Event description:
(B)(4). On (B)(6) 2015, my primary care doctor diagnosed me with foreign body response syndrome, because none of my tests for autoimmune diagnoses came back with a clear diagnosis. I tested positive for some markers for various autoimmune diseases, but without others critical to achieve diagnostic certainty. The only thing my doctor could determine was that my body was experiencing a total upheaval of immune response - immune deficiency in some areas (igg subclass 1) and an overabundance of antibodies in others (antithyroid antibodies at 222 with normal range of andlt;10.)

Event description:
Followup# 4 mw5055579. (B)(4). Abdominal supracervical hysterectomy/bilateral salpingectomy to remove essure from my body. Within hours and then days following surgery, the following essure-related symptoms subsided and resolved completely: headache, brain fog, inability to concentrate, inflammation in belly (lost 7 inches in 24 hours), chronic joint pain and inflammation (used a cane for two months, and suddenly, none of my joints hurt at all!), my eyes are bright, I'm more alert, I can fall asleep now, and wake up feeling rested, even after just 6-7 hours of sleep. Insomnia resolved, difficulty waking resolved, anxiety, depression, mood swings - resolved. Chronic acne - gone. Swollen face and neck - gone. Painful movement of hands and extremities - gone. Even with the pain of an abdominal incision and a urethra/bladder injured by the catheter during and right after surgery, I haven't felt better in 15 months than I feel today. I will continue to update as more symptoms resolve.

Event description:
(B)(4). As an alternative to tubal ligation, I had essure inserted in (B)(6) 2014, and in (B)(6) 2014, my confirmation test showed the coils in place and the scar tissue "properly formed." I ceased regular birth control pills at that point. Since then, I have experienced the following symptoms: 40% hair loss, weight gain (25 lbs. In 3 months), brain fog and difficulty concentrating, with severe memory problems, to the extent of having difficulty comprehending written texts, remembering short lists, remembering people's names or basic facts or sequences (I have an m.ed. And an iq of 146, so this is highly uncharacteristic of me, and the onset was sudden and dramatic.), lethargy and extreme fatigue, feeling almost as if I've been drugged at times, unable to stay awake while working, having to pull over while driving, unable to wake in the mornings, even to several alarms or the doorbell, sleep disruptions and insomnia, severe cystic acne on my face and chin, severely bloated belly - grew 6 inches in 3 months from (B)(6) waist to (B)(6) waist with no dramatic changes in diet or exercise, chronic urinary tract infections, recurring pelvic pain, sometimes sharp and stabbing, sometimes dull and aching, painful sexual intercourse, intolerance to cold, debilitating headaches, depression, anxiety, mood swings, numbness in hands and feet, loss of circulation (white hands and fingers), numbness on right side of body, blurred vision, fits of rage, joint and muscle aches, sometimes so severe I have been unable to walk or perform basic physical movements or tasks, dizziness, fainting, severe menstrual cramps, severe pms symptoms - usually for 2 weeks out of every cycle, heavy menstrual bleeding, sometimes soaking 1 super plus tampon in 10-20 minutes, high blood pressure, insulin resistance, high cholesterol, high thyroid antibodies, but with optimal thyroid panel. As a generally healthy (B)(6) woman, I've never had this array of symptoms before, though I did experience some of them while on mirena 10 years ago (bloating, mood swings, headaches, fatigue, chronic urinary tract infections). After much blood work and many tests, including a thyroid sonogram, my doctor diagnosed me with hashimoto's thyroiditis and advised me to adopt a gluten-free, paleo lifestyle. I have done so for the past six months, and all of the symptoms listed above remain. Some of them have improved, but not a single symptom has gone away. In addition, even on an anti-inflammatory paleo diet plan, my thyroid antibodies have continued to increase. I am very concerned that the pet fibers and/or the metal coils from which essure is constructed triggered this massive autoimmune response in my body. No one else in my family has any autoimmune diseases, and there were no other diet or lifestyle changes preceding the onset of these symptoms. I got essure, and then all of this started happening. I would like to implore the FDA to conduct more tests, to run scientific studies, to gather research, including anecdotal evidence, and to determine once and for all whether there exists a link between the essure coils and autoimmune responses like mine. I would also like to implore the FDA to require bayer to include all of the symptoms listed above on their warning labels, to require consultation with doctors to include mention of these potential side effects, and to conduct diligent medical research to determine whether a link exists between essure and all of the symptoms listed above. My quality of life has significantly declined since having the essure procedure, and I am not alone. More than 15,000 other women are actively networking and discussing our shared stories - the commonalities in our experiences are impossible to ignore and should be legally impossible for the manufacturer and distributors of essure to omit from their product marketing and literature. And doctors who recommend this product should be held accountable for also informing potential patient recipients of the essure coils that possible side effects include all of the symptoms listed above, and more. I might be sick for the rest of my life as a result of having essure. What is the FDA going to do to prevent this from happening to others?